Manufacturer narrative:
The following field have been updated with corrected information: device manufacture date: 2019-03-04. The following fields have been updated with additional information: device available for eval? Yes. Returned to manufacturer on: 2019-06-19. Device return to manuf .?: yes. Device eval by manufacturer?: yes. Investigation summary: photos and physical samples (two packages of 7 and 5 syringes) were received for evaluation. The samples were confirmed to be 3ml syringes in sealed and opened blister packages from batch #9063800 (p/n 309657). All 12 syringes exhibited varying degrees of missing print condition above ½ ml scale markings. Most of the scale markings were either missing or faint between approximately ½ ml and bd logo. Some of the syringes had bd logo and ¿3ml¿ markings visible while others were completely blank above ½ ml mark. One syringe also had an ink ring at 2 ½ grad line. The remaining print on the barrels was observed to be aligned and printed correctly ¿ no skew or roll was observed. DHR review for batch #9063800 (p/n 309657): release date: 3/19/2019. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Missing print was found on the marker during the date range this batch was manufactured in. Marker adjustments were made and product requalified per applicable aql. Batch 9063800 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: based on the available evidence to date, potential root cause for the missing print defect appears to be a clogged manifold at the marker. Rationale: 1. A preventative maintenance plan to monitor and maintain marker components was implemented 3/19/2019. 2. The aql for missing print is 0.25%. The defective rate identified to date is (B)(4) and is well within the aql. No additional corrective actions are necessary based on the defective rate identified. Batch 9063800 is considered in compliance with our product specification requirements.

Event description:
It was reported that the scale markings are missing with 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 7 separate occasions before use. The following information was provided by the initial reporter: it was reported the scale markings are missing.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings are missing with 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 7 separate occasions before use. The following information was provided by the initial reporter: it was reported the scale markings are missing.